Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with mild annular calcification via left femoral artery access and a minimum access vessel diameter of 3.8mm, a pre-implant balloon aortic valvuloplasty (bav) was performed. It was noted the existing aortic regurgitation remained unchanged following the bav; however the mitral regurgitation increased. The valve was deployed quickly at a depth of 3mm; however, upon release from the delivery catheter system (dcs), the valve dislodged up due to mild calcification at the valve apex. The "lower end" of the valve frame on the non-coronary cusp (ncc) was completely within the sinus of valsalva and the left coronary cusp was "barely" 2mm deep. After team consultation, a snare was used to hold the paddle of the valve and secured it in the ascending aorta while a second valve was implanted successfully. No additional adverse patient effects were reported.